Event description:
For approximately fourteen months, it has been noted in nine patients a "reaction" that has occurred after flushing with normal saline following PICC placement. We began using the sherlock wire in these catheters approximately five months before the first reported adverse event. There seemed to be a vagal/histamine reaction, with signs of tightness in throat, and puffy eyes. With the latest case, the patient had increased coughing associated with redness in face. The patient denies shortness of breath. Excel sheet with more detail will be emailed separately. At first, we thought that it was because of the power flush after the placement. Now, we think it may be the wire.